Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the obturator/trocar broke. The problem has been noticed on several trocars from the same batch. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The obturator, trocar, cannula and circular seal appeared intact. The envelope seal was badly stretched out. A functional evaluation found that the device failed an air leak test. The bladed trocar would not actuate. Review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon could not insert the trocar because it was locked in safety position. It was also reported that the blade could not perforate the patient¿s abdomen, and the trocar could not be inserted.